Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information providedthe evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the image brightness was dark while using the video scope. The issue was found during preparation for use for a therapeutic laparoscopic surgery and there were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Device evaluation found damage to the light flux of the insertion part and light guide bundle broken. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: caused by a light bundle of the universal cord sheath. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the image brightness was dark while using the video scope. The issue was found during preparation for use for a therapeutic laparoscopic surgery and there were no reports of patient harm.